Event description:
It was reported that approximately five years and seven months following the implant of a transcatheter bioprosthetic valve, the valve was noted to be calcified at the three commissures. Subsequently, the device was surgically explanted and replaced with a surgical aortic valve.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d1. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: pre-implant computed tomography (CT) were provided measuring an annulus perimeter 75.4 millimeter (mm), perimeter derived diameter of 24.0 mm suggesting a 29 mm evolut. Moderate calcium seen on the aortic valve leaflets. The sinus of valsalva (sov) diameters and sinus heights are within the recommended ranges. Calcium seen in aortic annulus under non-coronary cusp (ncc) extending into the left ventricular outflow tract (lvot). Aortic root angulation is 46°. Post-implant CT images were provided showing a depth of approx. 3 mm on the right coronary cusp (rcc)/left coronary cusp (lcc) side of frame and the bottom of the ncc is 1.5 mm below the evolut inflow. Calcium seen under ncc extending into lvot. Calcification seen inside transcatheter aortic valve (tav). Aortic root angulation is 37°. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.